Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. To assist the user, the instructions for use (IFU) states, "if a stone cannot be used endoscopically with this basket, a compatible inflation/lithotriptor device and/or the conquest ttc lithotriptor cable with soehendra lithotriptor handle are needed to mechanically crush stone and aid in removal." The IFU cautions, "if difficulty is encountered when removing basket from duct, do not use excessive force. Moderate force may be applied by closing handle to manually fracture stone. If passage is still restricted, surgical intervention may be necessary." Prior to distribution, all fusion lithotripsy extraction basket are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: a review of the complaint history was conducted and this represents an unusual occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Based on the information provided that the basket did not release from the tip of the basket when trying to crush the stone, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an endoscopic procedure, the physician used a cook fusion lithotripsy extraction basket. The basket did not release from the tip of the basket when trying to crush the stone; the handle fractured instead. The basket was able to be removed off the stone and removed from the patient/endoscope. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
During an endoscopic procedure, the physician used a cook fusion lithotripsy extraction basket. The basket did not release from the tip of the basket when trying to crush the stone; the handle fractured instead. The basket was able to be removed off the stone and removed from the patient/endoscope. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.